Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, no delivery and motor tests. No motor error alarm noted. The insulin pump was received with a33 alarm during prime test due to faulty force sensor resistor (gold). The insulin pump had a scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 117 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.